Event description:
Smoke was seen coming from the back of an advia centaur xp system while processing patient samples. The instrument was shut down and unplugged. The fire department was not contacted. There was no report of injury to staff, damage to property or impact to patients.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and replaced the power supply. The cse verified the alignments and quality controls, which were within the acceptable ranges. The cause of smoke being emitted from the advia centaur xp was a failed power supply. The instrument is performing to specifications. No further evaluation of the device is required.